Event description:
During a right cranioplasty procedure for residual calvarial and orbital deformity secondary to unilateral coronal cranial synostosis "hydroxy apatite' was placed (right) superolateral orbit and temporal hollow. Months later, pt began experiencing swelling over left eye and see page of milky-white sunstance. Pt was diagnosed with recurrent inflammation and drainage right scalp incision secondary to hydroxyapatite cranioplasty. Procedure was exploration of right temporal fossa and superolateral orbital cranioplasty with removal of hydroxyapatite and primary wound closure.

Manufacturer narrative:
No investigation could be performed as no product was returned. Review of the mfg records for this lot found no complaint-related issues.